Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised. As reported by rep: "cup seemed to be placed too vertical and with not enough version". Patient was revised to a trident ii clusterhole shell with 4 screws, an adm/mdm liner construct, and a restoration modular stem construct with an lfit v40 head.